Event description:
It was reported that a patient enrolled in a clinical study underwent a right total knee arthroplasty on (B)(6) 2011. Subsequently, the patient underwent a manipulation on (B)(6) 2011 due to lack of range of motion. No components were removed or replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."